Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow button is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/27/2013 with the following findings: visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. Investigation revealed that the ¿up¿, ¿down¿ and contrast buttons were responding intermittently while the ¿ok¿ button was responding properly. Upon removal of the keypad contamination was found under all the button contacts. Unrelated to this complaint, a crack was found on the battery compartment and moisture/corrosion was found in the battery compartment. The device powered up to a dim and discolored verifying screen. The pump cover was removed, the display screen was replaced with a test display, and the test display screen was functioning properly. Bolus button was found to be unresponsive, removal of the bolus button cover revealed that the internal plug contact is missing and button is misaligned.